Event description:
Clinician reported via home monitoring 3 aborted shocks with noise on rv lead. The patient was brought in and this lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.